Manufacturer narrative:
(B)(4).

Event description:
The patient reported on the vns facebook page that 10-11 months following generator and lead explant due to an infection (MFR report # 1644487-2015-04236), she is experiencing loss of hearing in her left ear and wondering if it has to do with the lead being left in. It is likely the lead electrodes remain on the nerve. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: initial report inadvertently selected additional information.

Event description:
It was reported that the patient underwent a full vns reimplantation surgery. The company representative noted that the patient had her lead clipped, which meant that the entire lead was not explanted.